Event description:
It was reported that the customer passed away. It was stated that the customer had many complications from diabetes, but the insulin pump did not play a role on the event. It was stated that the customer decided to go off dialysis and had missed two sessions. The customer was in a hospice at time of dead. The wife stated that the last bolus she gave him was 10.0 units, but his blood glucose was 445mg/dl. The wife also stated that he was wearing the insulin pump when he went to the hospital, but they took off as he was near death from renal failure.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with energizer alkaline battery installed. The device passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had cracked reservoir tube, cracked battery tube threads, cracks on the end cap (vibrator motor side) and missing end cap sticker. The device passed the delivery accuracy test 98.65 percent accuracy.